Manufacturer narrative:
The returned device was inspected in our quality laboratory. The damage observed on the magic is typical of a rupture caused by an overpressure. We also noticed some glue at the distal end of the magic, which is an evidence that there was no occlusion of the microcatheter's lumen during the procedure. The overpressure is generally caused by a too strong injection especially when a small syringe is used during the procedure. Firstly, the IFU and the label state that a syringe 2.5cc (ml) minimum must be used. In this specific case, the physician used a 1cc (ml) syringe. Next, the IFU and the label also state that the maximum pressure allowed is 7 bars. The microcatheters magic are 100% controlled with a 7 bars pressure test during manufacturing and a sampling is tested until bursting. No anomaly was observed for this lot number during the DHR review. The design verification tests showed that the product cannot be ruptured if the maximum pressure (7 bars) is respected. There was no other complaint on this batch number. In conclusion, the most probable cause at the origin of this incident is an overpressure due to a user error with the use of a 1cc syringe. No causal link between the product quality and the nature of the incident can be established.

Event description:
It was reported that on (B)(6) 2017 while treating (B)(6) year-old female of a traumatic distal aca pseudoaneurysm, a distal parent vessel occlusion was planned. The physician had an issue with a magic micro catheter. Glue leaked in a proximal hole. Seemed ok with contrast and 5% dextrose. The leaking of the glue was far. The first time seen was coming along the micro catheter- had a magnified view of the field. The hole was at least 5cm proximal or more. A 5f berenstein sheath wire and was used in the left ica, and a hybrid 0.08 wire. 1cc syringe used. Further details were received; the patient experienced a large aca stroke and died within the next 48 hours from respiratory complications. The patient was not treated with another catheter. Procedure was not cancelled.